Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alert 07 was verified. No failure related to the reported altitude alarm was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an altitude alarm was received and the customer successfully resumed insulin deliveries. The customer's blood glucose level was 57mg/dl. Additionally, it was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Reportedly, the customer continued to use the pump for insulin therapy.